Event description:
The placement is critical but the centimeter marks are seriously inadequate. You cannot quickly see, in a crisis, with different professionals fingers there whether you are looking at a "6" or a "9". There should be a line under each. One may think that the tube is 9 at the lip, pull back and find it was 6. Now, the tube is out and the baby is in extremis. Also, in the most important area where you really need to see markings you have their brand name instead.